Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient reported experiencing hypoglycemia while driving and was not able to follow the track on the motorway. Other people on the motorway called the police who stooped the patient, gave him chocolate, and called paramedics. His cgm read 99 mg/dl at the time of the event but no bg reading was provided. He did not sustain any injuries, and no treatment was provided by the paramedics. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.